Manufacturer narrative:
Product analysis conclusions: the cause of the reported taa expansion could not be determined. The reported endoleak was likely confirmed; however, the endoleak type and cause could not be determined from the limited films returned. The anatomy at implant is unknown, and post-implant CT¿s were not available for a comprehensive assessment of the patient¿s anatomy and stent graft in-vivo configuration. It is possible that the small amount of contrast seen near the coiled celiac artery was from a type iiib fabric endoleak. It is also possible that the multiple coils seen in close proximity to the stent graft may have contributed to a fabric tear due to abrasion. Analysis of the returned films did not reveal any other potential stent graft or anatomical characteristics that could explain the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 48.8mm thoracic aortic aneurysm. Celiac coil embolization was also performed. Three days post the index procedure it was found that the aneurysm diameter had reduced to 46.8mm. Two years and eight months post the index procedure, a type ii or iiib endoleak was suspected but there was no change in the diameter of the aneurysm. Another five months later, the diameter of the aneurysm was expanded to 48.8 mm, thus it was judged that the aneurysm enlargement was from type iiib endoleak. Three years and five months post the index procedure, intervention was performed and an additional valiant stent graft vnmc3434c182tj was implanted and the iiib endoleak resolved. As per the physician the cause of the event can no be determined. No additional clinical sequalae were provided and the patient is fine.